Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) failed art tracing. It was later reported that the initial problem called in was wrong. The problem was that fiber optics was not working correctly. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to valuate the iabp unit and and the fse checked error log, found "error 53 fos continuous bit failed" message. The fse replaced the fiber optic jumper cable. Completed all functional and safety tests per factory specifications. The following was performed by a sr service technician of the maquet failure analysis and testing department wayne, nj the failure analysis and testing department received fiber optic jumper cable assembly with a reported unit failure of unit failed arterial tracing. The fat department performed a visual inspection of this part and found that the part is in good condition. The failure analysis and testing department installed the fiber optic cable jumper in the cardiosave test fixture and tested to factory specifications per cardiosave service manual. The failure analysis and testing department verified the reported failure. The fiber optic jumper cable assembly failed the test: signal count 0, signal level0 and result fos signal error. Retaining the fiber optic jumper cable assembly in fat department per procedure.